Event description:
It was reported by an attorney that the patient underwent gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and meshes were placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, pain, infection, recurrence, dyspareunia. Formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was also reported that the patient was implanted with an additional mesh on an undisclosed date. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to grade iii cystocele, grade ii rectocele, and sui.

Manufacturer narrative:
(B)(4) - undefined recurrence; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.